Event description:
Boston scientific crm rec'd info that this right atrial lead had dislodged. A revision procedure was done. During the opening of the pt's pocket, the physician damaged the lead insulation of both the atrial and ventricular leads. The leads were explanted and successfully replaced. To date, there have been no adverse pt effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.